Event description:
Pinhole rupture right. A 39 yr old white female status post bilateral subglandular inframmary surgitek gels for augmentation 6/1/86. She had history of trauma to right in fall, 6 mos prior with increase pain & firmness, low grade fevers, night sweats, neurocognitive problems dry mucous membranes, gu problems etc. Healthy except history of "splorx" for hemolytic anemia (plus cholecystectomy.) Mammogram 8/21/92 within normal limits. Surgery 6/8/93 positive pinhole rupture on rt w/minimum bleed/yellow/cloudy weight of implant 210 gm with marked histiocytic changes.